Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which had been trending upward for previous six months. Boston scientific technical services (ts) discussed that higher impedances can be expected with co-radial leads and with pocket tissue maturation. The hcp elected to continue to monitor this patient and did not plan to do further testing. This device remains in service. No adverse patient effects were reported.